Manufacturer narrative:
The product was returned and the failure mode was confirmed. The pump was visually inspected for any signs of damage such as scratches, or dents. None were seen. The sensor and roller wheel were visually inspected and there were no signs of any damages. However the roller wheel appeared to be dirty. A hand pressure gauge was used to check the accuracy of the pump and was within 5% of the set value. The pump was opened to see if there were any damage components to the boards. None were seen. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure when tested with the shaver outflow shaver valve open and half open. However, when the shaver valve was closed the pressure fluctuated greater than 15 units of the set pressure. The roller wheel was replaced and the unit was then calibrated. The unit was retested according to the previous tests and was able to maintain the set pressure when the shaver outflow flow valve was opened, set half way, and closed. The probable root causes could be calibration, roller wheels, pump height, joint height, the stop cock valves were closed off, or suction tubing was kinked. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pressure is not reading correctly. It is alleged that more pressure is being added compared to what is showing.

Event description:
It was reported that the pressure is not reading correctly. It is alleged that more pressure is being added compared to what is showing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.